Event description:
It was reported in (B) (6) 2009, the pump "flipped around" causing the catheter to kink and the pt experienced withdrawal. In (B) (6) 2009, the pump had to be "re-tacked" down. In (B) (6) 2010, the pump was placed in a mesh pouch; however, the pump still was not staying in place. The pt stated the pump was at the waistline and when she bent over she felt it move. The pt presented symptoms of withdrawal on (B) (6) 2010. The hcp felt the pump may have flipped and kinked the catheter again. The flip was not confirmed. The hcp planned to check reservoir volumes and then possibly perform a dye study. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).